Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 06aug2019. Through follow-up, customer stated swapping of the data acquisition (da) pcba to motor controller (mc) pcba cable and da pcba did not resolve the lines on the display issue. Customer replaced the power management (pm) pcba to resolve the reported issue. Replacement of the pm pcba resolved all of the units issues. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit developed lines on the display while being serviced for another issue. There was no patient involvement.